Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Gastric ulcer haemorrhage [gastric ulcer haemorrhage]. Dc beads were observed in the resected gastric mucosa [procedural complication]. Case description: initial information received on (B)(6) 2015: this spontaneous case report was received from a physician via company distributor and it concerned a (B)(6) female patient. The patient's medical history included 9 procedures of tace (1st and 9th performed with dc bead). No other concomitant events and no concomitant medications were reported. On (B)(6) 2014, the patient underwent her first tace with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, the patient underwent her 9th tace in the left hepatic lobe with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, an emergency operation was performed due to gastric ulcer haemorrhage. Minimal anastomosis between the tumor and the left gastric artery was suspected and dc beads were observed in the resected gastric mucosa. On (B)(6) 2015, the outcome was confirmed as recovered. No other information was provided. The physician assessed the event as probably related to dc bead. Case comment: gastric ulcer haemorrhage is considered unlisted according to dc bead current instruction for use. The physician considered the event as probably related to the use of dc bead since dc beads were observed in the resected gastric mucosa (minimal anastomosis between the tumor and the left gastric artery was suspected). The company considered the gastric ulcer haemorrhage experienced by the patient as related. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Gastric ulcer haemorrhage [gastric ulcer haemorrhage]. Non-target embolization [procedural complication]. Initial information received on (B)(6) 2015: this spontaneous case report was received from a physician via company distributor and it concerned a (B)(6) -year-old female patient. The patient's medical history included 9 procedures of tace (1st and 9th performed with dc bead) no other concomitant events and no concomitant medications were reported on (B)(6) 2014, the patient underwent her first tace with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, the patient underwent her 9th tace in the left hepatic lobe with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, an emergency operation was performed due to gastric ulcer haemorrhage. Minimal anastomosis between the tumor and the left gastric artery was suspected and dc beads were observed in the resected gastric mucosa. On (B)(6) 2015, the outcome was confirmed as recovered. No other information was provided. The physician assessed the event as probably related to dc bead. Follow-up information received on 18-sep-2015: the physician reported the event non-target embolization. Since the event was already captured based on the fact that dc beads were observed in the resected gastric mucosa. The reporting physician assessed the non-target embolization as related to dc bead. Case comment: gastric ulcer haemorrhage is considered unlisted according to dc bead current instruction for use. The physician considered the events as probably related to the use of dc bead since dc beads were observed in the resected gastric mucosa (minimal anastomosis between the tumor and the left gastric artery was suspected). The company considered the gastric ulcer haemorrhage experienced by the patient as related. This single case report does not modify the risk benefit balance of dc bead. The company is continously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. (B)(4) final assessment received on 23-dec-2015: the company considered the event of gastric ulcer haemorrhage as related to the use of dc bead. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Gastric ulcer haemorrhage [gastric ulcer haemorrhage] non-target embolization [procedural complication] case description: initial information received on 27-aug-2015: this spontaneous case report was received from a physician via company distributor and it concerned a (B)(6) female patient. The patient's medical history included 9 procedures of tace (1st and 9th performed with dc bead) no other concomitant events and no concomitant medications were reported on (B)(6) 2014, the patient underwent her first tace with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, the patient underwent her 9th tace in the left hepatic lobe with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, an emergency operation was performed due to gastric ulcer haemorrhage. Minimal anastomosis between the tumor and the left gastric artery was suspected and dc beads were observed in the resected gastric mucosa. On (B)(6) 2015, the outcome was confirmed as recovered. No other information was provided. The physician assessed the event as probably related to dc bead. Follow-up information received on 18-sep-2015: the physician reported the event non-target embolization. Since the event was already captured based on the fact that dc beads were observed in the resected gastric mucosa. The reporting physician assessed the non-target embolization as related to dc bead. Case comment: gastric ulcer haemorrhage is considered unlisted according to dc bead current instruction for use. The physician considered the events as probably related to the use of dc bead since dc beads were observed in the resected gastric mucosa (minimal anastomosis between the tumor and the left gastric artery was suspected). The company considered the gastric ulcer haemorrhage experienced by the patient as related. This single case report does not modify the risk benefit balance of dc bead. The company is continously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use.

Event description:
Gastric ulcer haemorrhage [gastric ulcer haemorrhage], non-target embolization [procedural complication], dc beads loaded with epirubicin 50 mg 1a 2cc [off label use of device]. Initial information received on 27-aug-2015: this spontaneous case report was received from a physician via company distributor and it concerned a (B)(6) female patient. The patient's medical history included 9 procedures of tace (1st and 9th performed with dc bead) no other concomitant events and no concomitant medications were reported on (B)(6) 2014, the patient underwent her first tace with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, the patient underwent her 9th tace in the left hepatic lobe with dc bead (size, lot number and expiration date not reported) for an unknown indication. On (B)(6) 2015, an emergency operation was performed due to gastric ulcer haemorrhage. Minimal anastomosis between the tumor and the left gastric artery was suspected and dc beads were observed in the resected gastric mucosa. On (B)(6) 2015, the outcome was confirmed as recovered. No other information was provided. The physician assessed the event as probably related to dc bead. Follow-up information received on 18-sep-2015: the physician reported the event non-target embolization. Since the event was already captured based on the fact that dc beads were observed in the resected gastric mucosa. The reporting physician assessed the non-target embolization as related to dc bead. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. Final assessment received on 23-dec-2015: the company considered the event of gastric ulcer haemorrhage as related to the use of dc bead. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed. Follow-up information received on 07-mar-2017 and additional information received on 15-mar-2017: follow-up information was received from the reporting physician, via company distributor, who confirmed that this case was a duplicate of another serious reportable case, (B)(4). All the information from case (B)(4), as well as the new follow-up information and the mhra request, was merged into this case, (B)(4). The patient's additional medical history included: multiple hepatocellular carcinoma (hcc) secondary to alcohol induced liver cirrhosis and disease progression. The patient's concomitant medications included: amlodipine besilate, ursodeoxycholic acid and triazolam, all for unknown indications and since unknown dates. On an unknown date, before the procedure, multiple hccs were depicted on dynamic CT. Additionally, on coronal reconstruction of mdct, no evidence of tumor invasion to gastric wall was found. On (B)(6) 2015, the patient underwent her 9th tace limited to the lesions on the left liver lobe to preserve liver function, with dc bead (size: 100-300 micrometers, lot number and expiration date unknown) loaded with epirubicin 50mg (1a 2cc), for multiple hccs because of disease progression. During the procedure, after distal advancement of 1.7f micro catheter into left hepatic artery, dc bead was injected slowly under meticulous fluoroscopic monitoring to prevent reflux. On an unknown date, on post procedural celiac angiography, small extrahepatic feeder arising from left gastric artery were depicted. Nine days after the procedure, on (B)(6) 2015, the patient suddenly had massive hematemesis. A bleeding gastric ulcer of corpus anterior wall was found by emergency endoscopic examination. Because of large amount of clot, endoscopic hemostasis was not succeeded. On the same day an emergency laparotomy was carried out. There were mild adhesions between the stomach and hccs protruding on the surface of the lateral segment of the liver. Small redness was found on the serosal surface of the stomach. A partial gastrectomy was carried out. In the resected stomach tissue, there was small mucous membrane defect. A small number of beads were seen only in the submucosal vessels of the gastric ulcer bottom. A fibrinous thrombus was found adjacent to beads. The reporting physician stated that upper gastrointestinal bleeding was a rare complication of deb-tace. In this case, dc beads were thought to have passed through the vessels between superficial hcc and the stomach. There was a 9 days period from embolization to hematemesis. It was supposed that bleeding was mainly caused by tissue damage of long term elution of anti-cancer agents from beads. Bleeding gastric ulcer after migration of small amount of emulation is not frequent in ctace. The users should be more careful to prevent migration of drug eluting material in dec-tace. The company considered the event gastric ulcer haemorrhage as serious (prolonged hospitalization; intervention required) and the events non-target embolization and off-label use of device as non-serious. No further information is expected. This report is final. Risk assessment: the overall post-market ae reporting rate for dc bead across all indications for use is 0.14%. This rate is calculated from the total number of spontaneous ae reports divided by number of dc bead treatments (an estimate based on cumulative sales data of dc bead and lc bead) during the same interval. Since approval, 328 spontaneous ae reports for dc bead have been received by biocompatibles UK ltd from the marketplace or from the published literature. It is estimated that (B)(4) treatments have been performed with dc bead since its initial approval. This exposure calculation is based on a total of (B)(4) vials of product sold and on the assumption that an average of 2 vials of product were used per patient treatment. It should be noted that some patients receive multiple treatments and therefore this is not an estimate of the actual number of patients treated. The number of aes reported year on year has been assessed for trending purposes. While an increase of reports has been seen this is directly correlated to the increased sales volume. Despite the increase of ae reports, the reporting rates remain extremely low (0.14%). The medical assessment of this case concluded that the events reported (non target embolization, gastric ulceration and haemorrhage) are known harms related to treatment (and are listed in the potential complications of the IFU). The overall conclusion was that this report does not identify any event that would require any corrective action on the part of the manufacturer. Number of devices supplied in the (B)(4), EU and world-wide (last 3 years): (B)(4). Date when device was first supplied in the (B)(4): dc bead was commercially launched in the (B)(4) in 2007. Case comment: gastric ulcer haemorrhage and device deployment issue are considered listed according to dc bead current instruction for use, whereas off label use of device is considered unlisted. The physician considered the events as probably related to the use of dc bead since dc beads were observed in the resected gastric mucosa (minimal anastomosis between the tumor and the left gastric artery was suspected). In agreement with the reporting physician, the company considered the gastric ulcer haemorrhage and device deployment issue as related to dc bead. Off label use of device is considered a special scenario and as therefore not assessable as an adverse event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.